Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that patient developed hemolysis during impella support which was confirmed via pfhg measurements. Impella was re-positioned and p-level's were adjusted. The patient also received 20 units of red blood cell fluid, 480ml of fresh frozen plasma and 500ml albuminar. It was also reported the patient developed sepsis. Per the physician, heart failure after acute myocardial infarction combined with sepsis resulted in long-term impella placement and difficult removal. The patient was upgraded to impella 5.0 for infection and long-term rehabilitation management.